Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. A slight left sided tilt of the nose was noted during deployment. Approximately ten years post filter deployment, the patient presented with abdominal pain. A CT revealed several of the filter struts protruding from the ivc. The filter was retrieved successfully. An inferior vena cavagram during the retrieval procedure showed the tip of the filter to be imbedded into the wall of the ivc. Therefore, the investigation is confirmed for positioning issue, filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. At this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. During deployment, a slight filter tilt was noted. At some time post filter deployment, it was alleged that the filter perforated, tilted and embedded in the wall of the ivc. The device was removed percutaneously. The patient reportedly experienced pain in midsection caused by the perforated struts and expired.